Event description:
The information received indicated that during a procedure to treat a lesion in the ostium of the left common carotid artery, the physician missed the target lesion. As reported, the stent migrated. The stent moved forward as it was being deployed. The access was done via cut-down on neck to access the left common carotid. The delivery of the sds to the lesion was retrograde carotid. The stent delivery system (sds) was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment, however because of the access site; there was about 110cm of sds out of body and a lot of slack in the system, which likely led to stent moving forward. The user tried to maintain a fixed inner shaft position during deployment, but maybe could not maintain it. The physician accessed the groin area to try to snare the stent to remove it from the thoracic aorta. The physician was able to snare the stent and pull it down into the abdominal aorta. The stent was left in the abdominal aorta. A second stent was placed successfully. The surgeon has future plans for endovascular aaa procedure and will recover the stent at that time.

Manufacturer narrative:
During treatment of a left common carotid ostial lesion, when placing the 9x30 precise stent via an antegrade carotid cut down approach the stent moved forward and missed the target lesion; the stent migrated. Therefore, an attempt to remove the stent from the thoracic aorta was made via femoral access with a snare. The physician was able to snare the stent and pull it down into the abdominal aorta. The stent was left in abdominal aorta. A second stent was placed successfully. The surgeon has future plans for endovascular aaa procedure and will recover the stent at that time. During placement of the first stent the stent delivery system (sds) was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment; however because of the access site, there was about 110cm of sds out of body and a lot of slack in the system. It was reported that this likely led to the stent moving forward. In addition, it was reported that the user attempted to maintain a fixed inner shaft position during deployment; however, it was reported that this may not have been successful. No unusual force was used during the procedure. The temperature exposure indicator on the pouch checked to confirm that the black dotted pattern with a grey background was clearly visible. The target lesion had 80% stenosis. The target lesion vessel diameter was 6mm. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The length of the target lesion was 20mm. The lesion had moderate calcification. The vessel was not tortuous from the approach taken. There was no thrombus proximal to, at, or distal to the lesion site. The lesion was not pre-dilated prior to stent implantation. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The stent delivery system did not pass through acute bends. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The stent missed the lesion, but it fully expanded with good wall apposition. The lesion was not post-dilated after stent implantation. No thrombus was noted post deployment. No unusual force was applied during deployment of the stent. The product is not available for evaluation. The lot number is not known; therefore a device history record review cannot be completed. Based on the reported information it appears that procedural factors contributed to the inaccurate placement and subsequent stent migration. The instructions for use cautions that prior to stent deployment, remove all slack from the catheter delivery system. Slack in the catheter shaft either outside or inside of the patient may result in deployment of the stent beyond the lesion. There is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was used during the procedure. There was no known patient injury. The patient was under general anesthesia. The temperature exposure indicator on the pouch checked to confirm that the black dotted pattern with a grey background was clearly visible. The target lesion had 80% stenosis. The target lesion vessel diameter was 6mm. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The length of the target lesion was 20mm. The lesion had moderate calcification. The vessel was not tortuous from the approach taken. There was no thrombus proximal to, at, or distal to the lesion site. The lesion was not pre-dilated prior to stent implantation. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The stent delivery system did not pass through acute bends. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The stent missed the lesion, but it fully expanded with good wall apposition. The lesion was not post-dilated after stent implantation. No thrombus was noted post deployment. No unusual force was applied during deployment of the stent. The product is not available for evaluation. Additional information will be submitted within 30 days from receipt.